Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of a damaged tip cover may be attributed to either improper installation onto the monopolar curved scissors (mcs) instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument tip cover cracked. The tip cover was replaced to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage was located on the distal clear portion, and no orange surface was visible after tip cover accessory was installed. There were no thermal damage and monopolar curved scissors was still usable.